Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question, which appeared visually negative. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2018. The fse reviewed the results and error log and observed no anomalies. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor laboratory tested retention product on (B)(6) 2018 which was performing as expected. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, when tested on (B)(6) 2018.